Manufacturer narrative:
Device codes: 1601 labeled. Internal file number - (B)(4). Evaluation summary: a visual inspection was performed and the reported break and stretched were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. In this case, it is likely that during advancement through the mildly tortuous anatomy and/or other devices used the bare wire became kinked and bent. Manipulation and/or inadvertent mishandling of the embolic protection system (eps) during deployment of the filter resulted in the core and coil separation on the distal end of the barewire. The coils likely stretched during retraction of the eps. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the core was broken and the tip coils were elongated, but the device remained intact and did not break into two separate pieces. A new nav 6 eps was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous lesion in the common carotid artery. An emboshield nav6 large embolic protection system (eps) was advanced to the target location and while releasing the device from the system, the tip of the device was noted to be practically separated from the system. The filter was then recaptured, and the system was removed from the patient anatomy. Another device was used to complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.